Event description:
It was reported that the patient presented with acute cystitis and patient symptoms were noted as urinary burning and discomfort. Intervention included IV mediation of daptomycin for 10 days due to patient¿s allergy to penicillin. The patient outcome was noted as resolved without sequelae.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28 lot# v660708, implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type lead. (B)(4).